Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator .product ID: 977d260, lot# va0z59b025, product type: screening device. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that during an electrode impedance check electrode #13 was greater than 10 ,000 ohms. Electrode 13 was not incorporated into the patient programming on device trial day 1. The device trial was successful on day 4 and the leads were pulled after interrogation. The outcome was resolved without sequelae. No actions were taken as an intervention. Diagnostic methods included device interrogation. The etiology was noted as not applicable to the device or therapy and not related to the implant procedure. The etiology was noted as to lead 1 and lead 2. No signs or symptoms were reported. The severity was noted as not applicable. The event could not have led to a serious medical occurrence, led to a death, led to a life-threatening illness or injury, led to a permanent impairment of a body structure or function, led to in-patient hospitalization, led to medical or surgical intervention, or led to fetal distress.